Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or excessive no delivery alarms were noted. The motor was tested outside the device, and it passed. The pump had a cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm while sitting on her couch during basal delivery. The customer's blood glucose was over 600 mg/dl. The customer stated that there were no significant events leading to the alarm apart from dropping the insulin pump on the floor four days prior to the alarm. Troubleshooting was done. The customer was able to complete the rewind sequence. The customer also received a no delivery alarm. The customer declined troubleshooting for the no delivery alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.